Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Reported via china aer database: it was reported that there was a malfunction resulting in the loss of display during a case. The unit was replaced and case resumed. There was no patient injury.